Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). UDI field (d4) concomitant product UDI for cxr 16cm is (B)(4).

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis device. During a revision surgery, a crack in the pump connecting tube was confirmed. The pump and the left cylinder were explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis ipp device. During a revision surgery, a crack in the pump connecting tube was confirmed. The pump and the left cylinder were explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). UDI field (d4) concomitant product UDI for cxr 16cm is (B)(4). Correction to field b3: date of event. Correction to field g2: report source. Upon receipt at our quality assurance laboratory, the returned components were thoroughly analyzed. During the microscope inspection, the ms pump did not pass the test due to tubing being cut down to the pump block; the tubing was not returned for analysis. The first cylinder also did not pass the test, as it had a hole in the distal end and showed wear at the fold in both the proximal and distal ends. In the leakage test, the ms pump passed the test, while the first cylinder did not pass the test due to a leak in the distal end consistent with damage from a sharp instrument. In the functional test, the ms pump did not pass the test. Based on the information available and analysis results, the reported clinical observation of a hole in the connecting tube could not be confirmed; however, the pump not passing functional evaluation could have caused or contributed to the reported clinical observation of mechanical issue.